Event description:
It was reported that 3 weeks after implantation, the patient fell. X-ray showed no abnormality. Later, it was discovered that one of the closing screws had backed out from the pedicle screw.